Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/10/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings: visual inspection revealed that the battery compartment was cracked at the opening down to the division line. Unrelated to the complaint, evaluation revealed that the keypad cover was torn at the contrast button. During testing, the contrast button was unusable, which has no effect on insulin delivery function. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).